Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint the machine turns off and on was confirmed. During the evaluation of the device, they found pca is burnt, humidifier water tank is contaminated, iso port and inlet/outlet seal are contaminated, heat plate and blower are not functional, pollen filter needs replacement due to preventive maintenance. Device return to pil.

Manufacturer narrative:
The device was returned to the product investigation lab for further evaluation. During the evaluation of the device, pca burnt was found. Humidifier water tank is contaminated, iso port and inlet/outlet seal are contaminated, heat plate and blower are not functional, pollen filter needs replacement due to preventive maintenance. After investigation, customer requested device scrapped.